Event description:
During product evaluation, a colleague infusion pump failed an air in line test for pressurized fluid-filled tubing. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an out of calibration air in line printed circuit board (ail pcb). To correct the condition, the ail pcb was recalibrated and verified to be within specifications. If any additional information is received, a follow-up MDR will be sent.